Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the monitor had no signal. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: concomitant product section d information references the main component of the system. Other relevant device(s) are: product ID: 9735762, version #: 1.2.0 h3) no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15 g2) foreign country: china medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The customer said that the system booted up normally after restart.

Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The case was reviewed. As per the info available in the global complaint handing system (gch) that "[ 2024-sep-18 vasekj2: logs are not available as the computer has since been replaced.]", the logs were not available. Codes: b01, c19, d15 h2). Please see section b5 for further additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.